Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer's blood glucose level was 307mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Customer also stated that the clock on the insulin pump did not advanced when observed for one minute and for three minutes. Troubleshooting for the high blood glucose could not be performed due to the unresponsive buttons and uncleared alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.